Event description:
It was reported the patient's ipg is nearing its end of service. Surgical intervention may take place at a later date.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The event of ipg nearing end of life was reported to abbott. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.